Event description:
New information received notes the patient received inappropriate shocks while exercising due to continued post-sensed t-wave oversensing (pstwos) and double counting of his r waves. Programming changes were made to restore normal parameters. The patient was stable.

Manufacturer narrative:
Additional information: a2, a4, b1, b2, b5, g2, h1, h6

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post sensed t-wave over-sensing. No intervention was performed. No patient consequences.